Manufacturer narrative:
The pod was returned with the formed needle observed to be within the exposed portion of the soft cannula. This was confirmed by noting that the linkage assembly had not fully retracted. Score marks found on the top housing indicated a misalignment and increased friction between the two components, preventing the linkage assembly from retracting fully. The pod also recorded an 0x6a (106) occlusion alarm. It could not be determine what caused the pod to alarm. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it kinked, and a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract; indicating a needle mechanism failure. The patient's blood glucose levels were not affected and the pod was worn on the abdomen between 36 and 48 hours.